Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer reports "the dual lumen PICC was placed on a 500 gram infant in 2006, the PICC was observed and the clinician found a leak in the area directly where the polyurethane line meets the purple stabilizing wing (bump tube). The baby was extremely small and the PICC line was not exposed to excess stress or movement."

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.